Event description:
It was reported that a concentration change was made from 500 mcg/ml to 2000 mcg/ml. The healthcare provider (hcp) believed the patient ¿got a surge of dose yesterday¿. They started to get symptoms last night. A bridge bolus was incorrectly entered. Instead of entering the old drug desired dose of 240 mcg/day, they entered that field as the concentration of 2000 mcg/ml. The patient got bridged 196 mcg in 2 hours and 21 minutes instead of about 20 hours. The hcp reported patient symptoms of nausea, dizziness, and blurred vision. The patient was to be monitored until symptoms dissipated. The medication infused was lioresal. It was later reported that, twelve hours after the patient¿s concentration was changed from 500 to 2000 mcg/ml and the bridge bolus was performed, the patient came back to the clinic showing symptoms of overdose (weakness and nausea). It was noted the patient started to feel these symptoms when they were going back home the day of the concentration change. As of (B)(6) 2013 patient had been hospitalized for twenty-four hours. No telemetry strips were available. No other actions were taken other than keeping the patient hospitalized for twenty-four hour observation. The patient was doing ¿good now¿. They went back home after twenty-four hours and they were receiving effective therapy. No device explantation was planned.

Manufacturer narrative:
Concomitant: product ID 8840, lot# unknown, product type programmer, physician. (B)(4).